Event description:
The system 7 dual trigger rotary was sent for service and during failure analysis it was noted that the handpiece continues to run without user activation. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.